Event description:
It was reported that during a shoulder procedure using a starvac 90 icw wand, the wand became clogged after 1 minute of usage. The procedure was able to be completed with a backup wand, however, the event caused a 30 minute surgical delay. There were no pt complications reported as a result of this event.